Manufacturer narrative:
We received the following information regarding this complaint: 1. The patient was not injured. 2. The broken part was not removed from the patient's mouth. 3. Further action is required after the case occurred. 4. The device had been used 4 times before the case occurred. 5. The product has not been retained and cannot be returned. This is a follow up report for this additional information. Investigation results: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1897996). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code: 4648. The correct codes for this complaint are: health effect - impact code: 2199. This is a follow up report to correct this code.

Manufacturer narrative:
We received the following information regarding this complaint: the doctor suggested that the patient go to the higher-level hospital to remove the broken part, but the doctor feedback is that they do not know if the patient has gone to the higher-level hospital for treatment. This is a follow up report for this additional information.

Event description:
In this event it is reported that a c+file readysteel 21mm 010 file broke during use. The patient was referred to specialist to remove the broken part and subsequent root canal treatment. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.